Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating a replacement lead was successfully implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a remote follow-up, there were episodes of noise that resulted in oversensing on the implanted lead. It was suspected, but unconfirmed, that insulation damage was the cause of the noise and oversensing. The lead was explanted to resolve the event. The patient was stable.